Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) pump due to the pump being dimpled and frozen. The pump did not work properly because the saline from the pump did not flow into the cylinder well. A patient outcome of well was reported.

Manufacturer narrative:
Additional information received that the pump was replaced due to being dimpled and frozen.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) pump due to the pump being dimpled and frozen. The pump did not work properly because the saline from the pump did not flow into the cylinder well. A patient outcome of well was reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported events. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) pump due to a pump malfunction. The pump did not work properly because the saline from the pump did not flow into the cylinder well. A patient outcome was not reported.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) pump due to a pump malfunction. The pump did not work properly because the saline from the pump did not flow into the cylinder well. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. The device was not explanted.